Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (foreign objects in air/water channel, air/water cylinder) was not established. The most probable cause of the complaint (corrosion on adhesive of bending section cover or distal sheath) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated foreign objects in air/water channel, air/water cylinder and corrosion on adhesive of bending section cover or distal sheath. There was no patient involvement.